Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were "ink stains" around the bd luer-lok¿ syringe scale markings.

Event description:
It was reported that there were "ink stains" around the bd luer-lok¿ syringe scale markings.

Manufacturer narrative:
H.6. Investigation summary: 5 photos were received and evaluated. The photos depicted a box label from batch #8122508 (p/n 301073) and 4 loose 3ml syringes. The syringes all appeared to have either partial ink rings around 1ml marking. The defect observed appeared to be rejectable per product specification. Due to the low resolution of the photos and no physical samples returned, a more detailed evaluation could not be performed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the scale marking defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified.